Manufacturer narrative:
Device evaluation summary: analysis of the pump found ¿pump motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿pump motor gear train anomaly ¿ stall due to shaft/bearing¿. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (500 mcg/ml at 140.19 mcg/day; brand and lot # unknown) via an implanted pump. The indication for pump use was intractable spasticity and post spinal cord injury. The patient¿s medical history was ¿spasticity¿. On (B)(6) 2016 it was reported that a pump motor stall occurred. It was unknown by the reporter if the patient recently had an MRI. The doctor ordered oral meds for the patient. On 29-mar-2016 additional information was received from a company representative and it was reported that the pump was replaced today. No change was made to the catheter. The new pump was delivering gablofen (500 mcg/ml at 140.19 mcg/day; lot # unknown). On 31-mar-2016 additional information was received from the hcp and it was reported that the patient had no symptoms related to the motor stall, but needed surgery to replace the failed pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.